Manufacturer narrative:
Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratches on the reservoir tube window and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks around the display window. The blood glucose reading is unknown. Nothing further reported.